Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information from the hospital that this right ventricular (rv) lead was explanted due to the patient having an endocarditis and as well as the lead experiencing a fracture and undersensing. It was also reported that when the rv lead was extracted, a portion of the proximal high voltage coil was exposed from under the gore covering. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 56 centimeters from the terminal pin and only the proximal segment was returned. Visual inspection noted set screw marks were in the correct locations on all the terminal pins; there were tool marks noted on each terminal pin. The lead body was slightly twisted clockwise. It was also noted that there was a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Next, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm that the lead had fractured; the segment that was returned was found to be electrically continuous. Analysis did confirm that the observation involving the shocking coil. The separation of the coil from the gore covering was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.